Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: analysis of the returned device identified: weight to spec, deformation device, crease fold, wear abrasion and yellow particles in the shell. Bubbles in the gel observed after autoclave cycle. The unit is not ruptured. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported one of the breasts is smaller¿, ¿hurt a lot¿, ¿they are hard¿, ¿give patient problems¿, and ¿found out about the brand and they can cause cancer and stated that the model patient has is one of the bad ones.¿ further reported was ¿siliconomas secondary to a rupture of an old prothesis¿ which has been deemed not related to this device. Healthcare professional reported left side rupture and capsular contracture, baker grade IV. The device has been explanted and replaced.

Event description:
Patient reported one of the breasts is smaller¿, ¿hurt a lot¿, ¿they are hard¿, ¿give patient problems¿, and ¿found out about the brand and they can cause cancer and stated that the model patient has is one of the bad ones.¿ further reported was ¿siliconomas secondary to a ruptura of an old protesis¿ which has been deemed not related to this device. Healthcare professional reported left side rupture and capsular contracture, baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.